Event description:
(B)(4). I had extreme nausea, continuous bleeding for 4.5 months straight, poking and stabbing pain, hives on abdomen and arms, extreme swollen lips shooting pain down thighs, back and abdominal pain, felt like they were trying to expel from my body, hot flashes, temperature.